Event description:
It was reported that a lead warning occurred due to low impedance measurements on the atrial lead. The unipolar impedance measurement was higher than the bipolar impedance. It was also reported there was noise/oversensing. Lead insulation issue is suspected. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4024 implantable pacing lead (B)(6) 2001.